Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they notified a managing physician about their issues. They noted their device was putting out very little shock (stimulation). The patient stated that their clinical specialist adjusted their device, but they still get shocking (stimulation) only in their right leg. The patient turns their stimulation down at night.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation is not working as well. The patient noted they are not getting the ¿jolt.¿ they stated they try to get the stimulation in their left leg and will keep turning it up, then feels it in her right leg. The patient also mentioned that when they lay down, it is shocking (stimulating) pretty well, but stops when they get up. The patient declined troubleshooting at the time of the report. The patient was going to reach out to their manufacturing representative. The patient was implanted for non-malignant pain.